Manufacturer narrative:
Preliminary analysis revealed that the device behaved within specifications.

Event description:
Reportedly, the pacemaker did not program the atrial pacing and sensing to bipolar configuration after the confirmation of the implantation; this had to be done manually upon the first interrogation. In the automatic detection of implantation settings, atrial pacing was set in bipolar configuration in the box before the implantation.

Event description:
Reportedly, the pacemaker did not program the atrial pacing and sensing to bipolar configuration after the confirmation of the implantation; this had to be done manually upon the first interrogation. In the automatic detection of implantation settings, atrial pacing was set in bipolar configuration in the box before the implantation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker did not program the atrial pacing and sensing to bipolar configuration after the confirmation of the implantation; this had to be done manually upon the first interrogation. In the automatic detection of implantation settings, atrial pacing was set in bipolar configuration in the box before the implantation.